Event description:
It was reported that an unknown 1cc slip syringe had disconnected from a one-link connector. The nurse inserted the slip syringe into a one-link connector, on an arterial line, and twisted it a quarter turn. However, the slip syringe would not stay engaged. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.